Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a patient received a perceval pvs27 as part of the sure-avr trial. The manufacturer was notified that on (B)(6) 2018 the patient received a pacemaker implant for a new conduction abnormality - avb iii.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information available, the event can be reasonably considered as a result of the reported cardiac arrhythmia experienced on (B)(6) 2018, which was assessed by the site as not device-related. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. However, the root cause detail has been indicated as "unknown" as the ultimate cause that led to the pacemaker implant cannot be confirmed.